Event description:
Cement leaked out of the back of the syringe during extruding cement into femoral canal. The surgery was extended by 120 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.